Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced tiredness and shortness of breath when walking and "has to stop frequently for about 10 seconds". The patient also reported "there is something wrong" and they "never had that problem before". It was reported by the patients nurse that the patients heart is racing and they have unease with activity. The leadless implantable pulse generator (ipg) remains in use and may be optimized in future. No further patient complications have been reported as a result of this event.